Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign debris protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be specified other than the material was a white brush and the root cause for the foreign material remaining in the device could not be specified. However, it is likely that the foreign material may have been unremoved because the device was not reprocessed properly due to leakage from the biopsy channel and switch 2 . A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.